Manufacturer narrative:
This report has been identified as event 2 of b. Braun medical internal report number (B)(4). One (1) extension set with packaging was returned in connection with this complaint. Visual examination of the returned sample noted a vertical crack present on the green female luer lock connector. Therefore, the reported defect was confirmed. The provided photo displayed the entire sample, but did not show the reported defect. An extensive engineering test was implemented by performing two (2) stress cracking tests, per iso 80369-7., on house retains. For the first test, each set was assembled to two c4 reference fittings by the m228 female luer lock connector with 26.5n-27.5n axial force and torque of 0.08-0.12 nm for 5-6 seconds. There was then a 48 hour wait before a visual inspection was performed on the sets. From there, a leak test was performed by applying 300-330 kpa (ie. 45 psi) for a period of 30-35 seconds. All samples passed the tests performed. No cracks or leakage was observed. The second test replicated the same test procedure, but was attached to two (2) b. Braun caresite valves instead of the two (2) c4 reference fittings. All samples passed the tests performed. No cracks or leakage was observed. The samples met the requirements for stress cracking per iso 80369-7 and 80369-20. While the reported defect was confirmed, the exact root cause could not be determined. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: it was reported that when the extension set was flushed, it cracked at the connection site and a small amount of chemotherapy gazyva (obinutuzumab) spilled. No injury reported.